Event description:
The pt reported that in 2007, she rec'd an occlusion alarm on her infusion device. She reported that she changed all of her accessories and the occlusion alarm cleared. She reported that her blood glucose continued to rise until it reached 800 mg/dl. She reported that she went to the ER where her blood glucose measured 600 mg/dl. She stated that she was taken off of the infusion device and given an IV with insulin. The pt also reported that while she was at the hosp waiting to be admitted, the nurse checked her blood glucose and it was 23 mg/dl. Her normal range is 80-140 mg/dl. The pt believes that her infusion device was not delivering insulin but when it began to deliver insulin, it over delivered. The prod was replaced and requested to be returned for eval.